Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.10 and 1.18 were failed to open and stay closed respectively. A field service engineer found that three affected drawers all contained the same controlled medication. After testing in hardware test application (hta), determined that drawers 1-5 and 1-6 were pinned together, and the corner guard cover had been pushed into the drawers, causing a bind. The fse adjusted both side components and retested all drawers in hardware test application (hta). The customer was able to successfully recover all drawers, perform testing, and resolve the medication discrepancy. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, two mini trays in the drawer was failed. Drawer 1.10 failed to open and drawer 1.18 failed to remain closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.